Manufacturer narrative:
Information contained in this report was previously submitted through psr. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified device underweight, one opening on radius, crease fold, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified a sharp break(unidentified (tear) opening) and stress marks, near the site of the break, characterized as surgical impact, an opening crease(sharp) on the radius, and wear abrasion. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp break due to surgical impact, a crease(sharp )opening on radius due to fold(flaw) opening, and a missing shell due to inconclusive. The reason for reoperation was rupture, "silicone extra capsular granulomas," and capsular contracture, baker grade ii. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture, "silicone extra capsular granulomas," and capsular contracture, baker grade ii. Device was explanted.